Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the insulation, conductor coil and suture sleeve were found damaged 11.5 cm distal to the is-1 connector pin, which is assumed to be the root cause of the clinical observations. These damages probably resulted from the implantation procedure when tightening the suture sleeve to the lead body. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was explanted due to impedance increased to above 2500 ohms. No adverse patient events were reported. Should additional information be received, this file will be updated.